Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported having worsening blinding halos and needing to wear reading glasses following an intraocular lens (iol) implant procedure. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.